Event description:
It was reported that; while tightening down on a blocker the tip of the universal tightener broke off. Another tightener was used and the case was completed successfully with no complications.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no issues were identified during manufacturing record review conclusion: the reported event can not be confirmed the returned device is intact and does not show any signs of wear.

Event description:
It was reported that; while tightening down on a blocker the tip of the universal tightener broke off. Another tightener was used and the case was completed successfully with no complications.